Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The contribution of the device to the reported event could not be corroborated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during internal fixation surgery, a physician had many difficulties trying to get the probe wire inside the nail, it kept going out from the hole of the unkn trigen antegr tib/retrogr fem nail until it broke. It was confirmed that no piece fell inside the patient. Surgery was resumed, after a non-significant delay, with the same device. Patient was not harmed as consequence of this problem.